Manufacturer narrative:
Retainer ring=black. The insulin pump was returned for failed battery test alarms, pump error 53, and cannot find sensor signal alarms found on (B)(6) 2021. Device's history and trace files downloaded successfully using thump software. Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. -device calibrated with sensor and test plug. No calibration anomaly noted. No cannot find sensor signal alarms noted. No failed battery test alarms or pump error 53 alarms noted during testing. No failed battery test alarms noted on event date. However, pump error 53(line number 1216 file number 709) alarms confirmed in the pump history/trace files on (B)(6) 2021 at 4:28pm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Cannot find sensor signal alarms and failed battery test alarms not confirmed during testing. However, pump error 53 alarms confirmed in the pump history/trace files on 08/22/2021 at 4:28pm due to hardware anomaly as per global logic analysis (esf #3764385). Problem isolated to electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Insulin pump had a software error detected pump error. Customer stated that displacement test was once passed alarm was cleared but after running self test it re occurred when trying to pair transmitter and insulin pump again same error happened. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.